Event description:
The device was returned by the customer for the issue of leakage from the instrument channel near the distal end. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that the ultrasound acoustic lens had a deep cut reaching the glue layer. This medwatch is being submitted for the issue of the deep cut to the ultrasound acoustic lens observed during device evaluation.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the ultrasound acoustic lens had a deep cut reaching the glue layer. Additional observations for the device are: due to clogging of nozzle, water removal ability does not meet the standard value; wear of angle wire; adhesive on distal end rubber coating (a-rubber) has a discolored area; a-rubber has wear; universal cord is deformed and has peeling of coating; objective lens has a scratch; light guide (lg) lens is dirty; due to damage on channel tube, water tightness is lost; due to damage on ultrasonic cable, the number of missing element exceeds the standard value; and due to damage on acoustic lens, insulation resistance value does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 01-mar-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cut to the ultrasound acoustic lens likely occurred from external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide information of initial reporter.